Manufacturer narrative:
The insulin pump was received with all buttons repsonding properly. However, moisture damage was found at keypad traces. No button error alarms were noted. The insulin pump was received with broken reservoir tube lip, cracked case at display window corners, battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 87 mg/dl. No further information reported.